Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on 1/26/2024. It was tested on (B)(6) 2024. The results are below: the pump ran an 100 ml infusion with 97.29 ml infused. This means the flow rate deviation for the infusion is -2.71% this is within the passing criteria. Reported issue is not confirmed as the pump met passing criteria.

Event description:
On 01/4/2024, infutronix received a followup information that 40cc of 5fu was lost due to some issues with the pump making this a reportable event. Although the patient was not harmed, but the patient did not get the ordered dose and hence a delay in infusion. The pump in question was received for further evaluation on 1/26/2024.